Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) on behalf of the patient alleging the onetouch ultralink meter was prompting an error 5 meter issue message when the patient was attempting to test his blood glucose. Per the ot ultralink owner's booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed the alleged issue first occurred on (B)(6) 2013, at approximately 4pm. The reporter stated the patient uses insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported making no changes to developing symptoms of "sweating and shaking" on an unknown date and unknown time. The patient reported on an unknown date readings of "35 and 32mg/dl" were obtained on an emergency medical services (ems) meter at 4pm and 6:45pm respectively. The patient reported on an unknown date at 6:30am, she had something to eat or drink as treatment. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used and the patient's test strips were in good condition. The cca noted that the test strip completely drew in the sample during a retest. The alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.